Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient was hospitalized due to heart failure about 41 months after the implantation. An ICD follow-up indicated oversensing on this lead, which led to pacing inhibition. The patient is pacemaker dependent. A lead insulation failure was suspected. No further adverse patient side effects were reported other than what was mentioned in the event description above. A revision is planned.